Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump also received with minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has an unresponsive keypad. The blood glucose reading was 100.8 mg/dl. Nothing further reported.